Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted after a trauma leading to an infection and necrosis at the implant site. In addition in situ measurements showed one channel with hi status since implantation due to undetermined reasons. This is a final report.

Event description:
The user sustained a trauma on (B)(6) 2024. Subsequently an infection was developed and a necrosis with pus was reported. The user was reimplanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user sustained a trauma on (B)(6) 2024. Subsequently an infection was developed and a necrosis with pus was reported. The user was explanted on (B)(6) 2024.